Event description:
As reported by the edwards clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure while prepping the retroflex 3/sapien delivery system, the balloon inflation port was noted to be defective. There was a large amount of plastic present in the hub. The device was set aside and new kit opened. There was no injury to the patient.

Manufacturer narrative:
The retroflex 3/sapien delivery system was returned to edwards for evaluation. During visual inspection of the returned device's y-connector, it was observed that the balloon inflation port was either occluded by a ring of adhesive or a round plastic piece. The y-connector's thread was observed to be damaged from unknown source. De-airing the balloon could not be performed due to the occlusion preventing any syringe or stopcock from attaching to the y-connector. The y-connector's balloon inflation port was cut and a piece of plastic was pushed out of the y-connector. Chemistry analysis of the y-connector and the plastic piece concluded that the y-connector is a polycarbonate material and the plastic piece is a polysulfone material. The analysis shows that the two pieces are different from each other and that the y-connector was not created with an occluded port. In addition, neither the y-connector nor plastic piece had adhesive material present; therefore, the occlusion was not caused by accidental adhesive exposure. The device history record (DHR) review of the effected delivery system shows the device met specifications prior to distribution. The complaint history review of all rf3 delivery system complaints did not reveal any similar complaints for an occluded y-connector port. Widening the search to all devices did not reveal any similar complaints as well. Per current failure modes and effects analysis (fmea) "leak or inability to inflate balloon during device prep" due to "port occluded/closed/too small" is listed as a severity 1. This severity is representative of this complaint due to the plastic piece preventing any syringe or stopcock to enter the inflation port. In addition, the device's instructions for use (IFU) and rf3 training material were reviewed and no IFU or training deficiencies were identified. In this case, although the complaint was confirmed, there is no evidence to support that the cited issue resulted from a manufacturing non-conformance or inadequate labeling. Based on chemistry analysis of the material and review of the manufacturing process, it is unlikely that this event resulted from a manufacturing non-conformance. Since no labeling or IFU inadequacies have been identified, no further corrective action is required at this time.

Manufacturer narrative:
Investigation of this event is ongoing.

Manufacturer narrative:
The retroflex 3/sapien delivery system was returned to edwards for evaluation. During visual inspection of the returned device's y-connector, it was observed that the balloon inflation port was either occluded by a ring of adhesive or a round plastic piece. The y-connector's thread was observed to be damaged from unknown source. De-airing the balloon could not be performed due to the occlusion preventing any syringe or stopcock from attaching to the y-connector. The y-connector's balloon inflation port was cut and a piece of plastic was pushed out of the y-connector. Chemistry analysis of the y-connector and the plastic piece concluded that the y-connector is a polycarbonate material and the plastic piece is a polysulfone material. The analysis shows that the two pieces are different from each other and that the y-connector was not created with an occluded port. In addition, neither the y-connector nor plastic piece had adhesive material present; therefore, the occlusion was not caused by accidental adhesive exposure. The device history record (DHR) review of the effected delivery system shows the device met specifications prior to distribution. The complaint history review of all rf3 delivery system complaints did not reveal any similar complaints for an occluded y-connector port. Widening the search to all devices did not reveal any similar complaints as well. Per current failure modes and effects analysis (fmea) "leak or inability to inflate balloon during device prep" due to "port occluded/closed/too small" is listed as a severity 1. This severity is representative of this complaint due to the plastic piece preventing any syringe or stopcock to enter the inflation port. In addition, the device's instructions for use (IFU) and rf3 training material were reviewed and no IFU or training deficiencies were identified. In this case, although the complaint was confirmed, there is no evidence to support that the cited issue resulted from a manufacturing non-conformance or inadequate labeling. Based on chemistry analysis of the material and review of the manufacturing process, it is unlikely that this event resulted from a manufacturing non-conformance. Since no labeling or IFU inadequacies have been identified, no further corrective action is required at this time.